Event description:
It was reported that myocardial infarction and in-stent restenosis occurred. In (B)(6) 2012, the subject presented with elevated troponin level and was diagnosed as myocardial infarction. Subsequently, subject was referred for cardiac catheterization. The target lesion was a de novo culprit lesion for myocardial infarction located in the proximal right coronary artery (rca) with 99% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The physician treated the target lesion with pre-dilatation and placement of a 2.50x16mm promus element plus stent with 0% residual stenosis. Three days post index procedure, the subject was discharged on aspirin and prasugrel. In(B)(6) 2013, the subject had elevated troponin values and an myocardial infarction was reported (peak troponin= 0.575 ng/ml, uln= 0.010 ng/ml) and subject was referred for cardiac catheterization. The following day, the 50% stenosis of from mid rca extending to prox rca was treated with percutaneous coronary intervention. Two days later, the event was considered resolved.

Event description:
It was further reported that on (B)(6) 2012, the patient presented with chest pain. On (B)(6) 2013, patient's electrocardiogram(ECG) revealed sinus tachycardia, multiform ventricular premature complexes, and probable left arterial abnormality. The remaining subsequent ecgs showed no significant changes. On the following day, coronary angiography was performed. The reported 50% stenosis from mid rca extending to prox rca was treated with deployment of a 2.25 x 12 mm pe plus stent. Prior to the deployment of the stent, a 2.25 x 8 mm pe plus stent was introduced but not deployed in order to do additional angioplasty and not due to any issues with the stent. One day post procedure, patient was discharged on plavix.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).